Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to mobile power unit (mpu) was not able to be confirmed. The mpu (serial number: (B)(6) was not returned for analysis and no log files were submitted for review. Multiple attempts were made to see if the exchanged unit would return to abbott for evaluation, but no response was received. The root cause of the no external power alarms could not be conclusively determined through this analysis. The heartmate 3 patient handbook (rev. D - section 2 ¿how your heart pump works¿) warns the user that inappropriate use of the 11 volt backup battery may result in diminished run time during a power-loss emergency. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the mobile power unit showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to mobile power unit (mpu) was not confirmed. The mpu (serial number: (B)(6) was returned to the pleasanton service depot for evaluation. The unit passed all tests and the reported no external power alarms were not reproduced. The root cause of the no external power alarms could not be conclusively determined through this analysis. The heartmate 3 patient handbook (rev. D - section 2 ¿how your heart pump works¿) warns the user that inappropriate use of the 11 volt backup battery may result in diminished run time during a power-loss emergency. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient's system controller alarmed no external power when connected to mobile power unit (mpu). The patient did not have any alarms when connected to batteries. They reported no previous issues with mpu and per coordinator, the patient assessed mpu and connections for any signs of damage. The patient reported no damage to cable or pins. The patient also reported no events which could contribute to potential damage of mpu. New mpu was sent to the patient and they reported no further alarms or issues with new mpu.